Manufacturer narrative:
In initial report, name of surgeon was not provided. This follow up contains the name. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the manufacturing date for the device is march 11, 2008.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision and foreign body sensation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20, -2.75 x -1.00 x 75; left eye pre-op 20/20, -3.25 x -1.00 x 120. Bcva from (B)(6) 2019: right eye post-op 20/counting fingers; left eye post-op 20/20.